Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 3550-29, lot # n501403, implanted: (B)(6) 2015, product type accessory. (B)(4).

Event description:
The healthcare provider (hcp) reported that the patient had just been received from the operating room and the patient's legs were shaking. The hcp wanted to contact the manufacturer representative (rep) to perform reprogramming. The call was then dropped. Additional information received from the hcp in response to follow-up reported that the patient had fallen and had a femur fracture. The patient was then hospitalized. The implantable neurostimulator (ins) had failed after not charging and therefore the hcp was unable to assess coverage and the lead until the ins was replaced. The ins was then replaced and the patient had good coverage. No changes to the lead were required. The shaking was resolved. Relevant medical history included non-malignant pain. No further follow-up was required.